Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual, tactile, microscopic and leakage test was performed on the returned device. A 13mm longitudinal tear was noted in the mid-section of the balloon. The device could not be inflated. No other device issues were identified during returned product analysis.

Event description:
Reportable based on analysis completed 03oct2024. It was reported that the 71% stenosed target lesion was located in the severely calcified mis right coronary artery (rca). After pre-dilation of the lesion, a 2.50 mm x 20.00 mm agent dcb was advanced, but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with another of the same device. The patient remained stable. However, analysis of the device revealed a tear in the balloon.